Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and resolved the reported issue by uncoiling the power cord. The fse performed a full pm with all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that after use on a patient, the power cord of the cardiosave intra-aortic balloon pump (iabp) was stuck and would not retract. There was no patient involvement.